Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02457, 0001825034-2017-02458 and 0001825034-2017-07667.

Event description:
It was reported approximately 7 years post-implantation due to an unknown reason. During the procedure, the acetabular cup andfemoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.